Event description:
Approximately 20 minutes after the completion of the successfule carotid procedure and while moving the patient to ICU, the patient experienced expresseive asphyxia. The patient was unable to answer questins asked by the physician. The patient was given 20mg of the repro and the condition is continuing. The patient was hypertensive from the beginning of the procedure. No additional information is available. This is not a capture study patient.